Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, the patient stated that while sleeping, he did not hear the low alarm which is set to 80 mg/dl. He began seizing as a result. While seizing and sweating, the patch came unadhered and fell off. The patient's roommate noticed the patient and provided carbohydrates to treat the hypoglycemia. The patient did not seek a higher level of care and was fine at the time of the report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.